Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v347313, implanted: (B)(6) 2010, product type: lead. Date of the event: (B)(6) 2017 is an estimate .

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient claimed that they had a fall and felt like it was pinching their skin, and the device may have been broken. The hcp noted that the patient claimed that they removed the ins and it was not broken but the lead was broken which was why a portion of it remained. The hcp stated that the patient had a lead fragment remaining implanted and requested for MRI guidelines, which were sent. No further patient complications were reported/ anticipated as a result of this event.